Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced both low blood glucose reported at 60 mg/dl and high glucose readings reported at 281 mg/dl while using the ilet system, including a discrepancy between a continuous glucose monitor (cgm) reading and a fingerstick, disconnection of the pump at school, carbohydrate intake without meal announcement during activity, and subsequent reconnection, with no noted site or infusion issues. This represents a usage issue associated with meal announcements and user interaction with the device user interface. Symptoms included hyperglycemia, with reports also noting nausea and vomiting. Outcomes included no health consequences and a delay to treatment or therapy without hospitalization. Investigation of this case revealed no device problem was found, while a usage problem was identified involving improper or incorrect procedure related to the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.